Event description:
Reporter indicated the system diagonstics at a routine office visit; resulted in high lead impedance indicating possible lead malfunction. In addition, it was reported that the pt "feels a shock during interrogation" at the neck site of the lead. X-rays reviewed by the manufacturer could not conclude a lead break. A portion of the lead was behind the generator; therefore, we could not assess the entire lead. Revision surgery is tentative. Good faith attempts are being made to obtain add'l info.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.